Manufacturer narrative:
The device was returned to olympus for evaluation. Scope communication error b30 was displayed. In addition, the image disappeared and interference was visible when the cable was moved. There were damaged wires inside the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camerahead displayed colored dots in the image and then ¿then scope communication error 216, and then nothing happened anymore¿ during a transurethral resection of the prostate. The device was tested on different processors and the connector was clean. The procedure was completed using a similar device. There was no reported significant delay due to the replacement device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It is likely that the defective cable unit caused a communication failure between the camera head and processor. The investigation could not determine the cause of the break in the cable. Olympus will continue to monitor the field performance of this device.